Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 810:11. This condition had the potential to interrupt delivery. This condition was found in the general pt ward upon programming/setup. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Device evaluation: the reported condition of a colleague infusion pump that experienced failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated to correct the reported condition.